Event description:
It was reported that during insertion of the iab, resistance was encountered when passing it through the sheath, and full advancement wasn't possible. The sheath and iab were removed as a unit and a second sheath and iab was placed without any complications.